Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels on (B)(6) 2024 and (B)(6) 2024 of 38 mg/dl. The low bg causes were not known. The customer lost consciousness because of the low bg level and received third party assistance from their father, who provided carbohydrates and called emergency medical technicians (emts) to address bg. The customer declined service from the emts, because their bg was rising. Recommendation was made to consult with a healthcare provider to discuss diabetes management.